Event description:
It was reported that the length of the guide wire was shorter than the normal size and the surgeon could not insert the needle through the catheter. The guidewire was sterilized after removal and the surgeon implanted a new catheter. The drug, dosage and concentration were unknown. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).